Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis it was noted that the upper and lower cases, latch tabs on the power cord bay door and the printer drawer were broken, it was missing hinge plate screws and the electrocardiogram connector on the link electronic module was loose. The programmer was to be scrapped. (B)(4)

Event description:
The programmer was returned as a trade-in and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.